Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect and replace the cartridge, clean the pump's pneumatic tap area, and follow on-screen instructions to complete the loading process. The process was successful, and the customer was advised to monitor system performance without needing a cartridge replacement.